Manufacturer narrative:
Device manufacture date: the device manufacture date was not available during the initial reporting. Therefore, the manufacture date was documented as unknown. The device manufacture date has been updated to (B)(6) 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shrink wrap on one of the ten saw blade devices received for the ulna osteotomy system was torn. According to the report, the 10 saw blade devices received were shrink wrapped and in individual boxes. It was reported that the shrink wrap on the affected saw blade device was torn and half way off of the device as well as a dent in the individual box that the device came in. It was reported that the affected device was okay. It was reported that the remaining nine devices were acceptable. It was reported that the devices were not put into circulation. This event was no related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.